Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. Customer's blood glucose level was 225 mg/dl. Customer suspected cause of occlusions was due to the infusion site, but this was unable to be confirmed. Reportedly, customer changed the pump supplies to address the issue.